Event description:
The recipient is reportedly experiencing loss of lock.

Manufacturer narrative:
External equipment was exchanged, however, the issue did not resolve. Revision surgery will be scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The date of the final report is corrected to august 17, 2020. This is the final report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a dented bottom cover. A photographic imaging inspection revealed disturbed bond wires. System lock could not be obtained at any spacing. The no lock condition prevented some electrical tests from being performed. The device passed some of the electrical tests performed. The internal visual inspection revealed disturbed bond wires on the analog chip. The residual gas analysis was above the nitrogen limit, indicating a non-hermetic device. Due to presence of moisture getter, no signs of moisture were observed. The failure of this device is attributed to a shorted wirebonds at the analog chip caused by the dented bottom cover, which prevented the device from achieving lock. Dented bottom covers may be associated with impacts sustained over the implant location, which is consistent with the trauma reported. A corrective action was implemented. This is the final report.

Manufacturer narrative:
The device passed the external visual inspection. The photographic imaging inspection revealed disturbed wire bonds. System lock could not be obtained at any spacing. The no lock condition prevented some electrical tests from being performed. The device passed some of the electrical tests performed. This is an interim report.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.